Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, d9, d10, g1, g3, g6, h1, h2, h3, h6, h10 and h11. Review of the most recent repair record identified the following related finding: tech assessed the unit and confirmed the unit was leaking from the hose. The unit was returned unrepaired indicating that the hose would require replacement. No repair was performed on the dermatome as it did not contribute to the reported issue. Device history record (DHR) review was unable to be performed as the lot number is unknown. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
There was no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: australia.

Event description:
It was reported that before surgery, the dermatome air hose was leaking. There is no patient involvement. Due diligence is in progress and no additional information is available. There was no adverse event associated with this malfunction.